Manufacturer narrative:
Per the tandem user guide: always remove all air bubbles cartridge before beginning insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Troubleshooting determined that the customer did not remove air from cartridge prior to filling with insulin. Customer reloaded the same cartridge to resolve the issue. Customer¿s blood glucose level was not impacted by the event.